Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva single port leaked. The following information was provided by the initial reporter: reported issue: per call customer states when using the liquid was leaking from the tip of the IV catheter. Account states they tried 8 different IV catheters which all had the same issue. This was during patient use on all 8 and caller states "it made a pop and slid out of patient each time" customer thinks there is an issue with the seal.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the 8 representative 24ga nexiva units that were received in sealed packaging from lot #3209988. No leaks could be replicated with a functional test and a visual observation of the returned units revealed no damage or defects. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.